Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a33e. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties notedthere may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was intra-op or post-op care changed for the patient? If yes: please explain. Were any staples observed in the surgical field? If yes, please describe. How were the staples retrieved? Were the staples malformed?

Event description:
It was reported that the patient was booked for low anterior resection by the surgeon. On firing contour stapler in pelvis the surgeon stated that the stapler had misfired. The surgeon used another stapler for a lower bowel anastomosis than was planned. The surgeon did disclose to patient and family and has asked for stapler to be returned to ethicon for investigation. Patient transferred to pacu in stable condition. Stapler isolated, aems completed and stapler locked in quarantine cage in MDR. The surgeon clarified that the stapler cut but did not staple resulting in 2 open segments on the specimen and the patient side. Action taken for procedure: suture closure of bowel segments, loop through bowel, finished anastomosis trans-anal with competitive hemorrhoid stapler. There were no patient consequences reported. Patient released doing ok.